Event description:
It was reported that the patient had received an elective replacement indicator (eri) when interrogating his implantable neurostimulator (ins). It was noted that the ins turned off after the eri had been displayed. The ins was reported as having been randomly turning off. It was stated that the patient had first seen the eri 1-2 weeks prior to this report. The ins battery voltage was said to be at 2.92 volts. The stimulation diary was reported as displaying that the stimulation was off on the (B)(6), as well as having been off from the (B)(6) through to the day of this report; there was no stimulation on those days. It was stated that the impedances were tested at a voltage of 0.7 volts and nothing was ¿flagged as out of range.¿ it was noted that ¿for a period of time,¿ the patient was on group b, which had a therapy impedance of 200 ohms. It was stated that since then, reprogramming had been done. The patient was reported as having had an appointment on the day of this report and after having his ins turned on by a clinician programmer, a patient programmer showed that the ins was off. It was noted that the longevity estimate was 10 months from the implant date with the patient¿s settings at that time. It was thought that the patient was had an impedance of 200 ohms six weeks after surgery and three months after surgery. It was noted that the voltage was very low and there was a ¿modest upper limit.¿ additional information received reported that the entire system had been reprogrammed on (B)(6) 2013. Additional information received clarified that the ins had been reprogrammed on (B)(6) 2013, not the entire system. Additional information received reported that when the patient was seen on (B)(6) 2013, it was three months post implant and the ins had a voltage of 2.9 and there was and eri message. The group impedance at that time was stated to have been 155 ohms. It was stated that the patient came in with his device off, but had not intentionally turned it off. The patient had reportedly been seen again on (B)(6) 2013 and his ins was again turned off, but had a battery voltage of 2.8. The impedances were said to be at 900-1100 ohms on ¿auto impedances¿ and at 323 and 327 in terms of the group impedances. Longevity calculations that had been done suggested that the ins¿s voltage was expected given the patient¿s stimulation settings. It was stated that the patient was expected to have the ins replaced with a rechargeable ins.

Manufacturer narrative:
Concomitant medical products: product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3777q45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).